Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
J-supreme clinical trial. It was reported that a hematoma occurred. The 100% occlusive stenosed, 150mm in length, tasc ii c target lesion was located in the 4.0mm in diameter left distal superficial femoral artery (sfa). The target lesion was treated with a 2.1mm jetstream® xc atherectomy catheter. On the same day as the index procedure, intraluminal hematoma was noted in the distal segment of the target vessel. Balloon angioplasty was performed as treatment for the event. Two days later the patient was discharged on clopidogrel. No further complications were reported.